Event description:
Customer reported a malfunction event that occurred after the mobi unit was turned on and paired for the first time, displaying malfunction code 25. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.